Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the impactor broke off flush and remained in the spacer. The surgeon did not attempt to remove the severed tip.